Event description:
It was further reported that the physician noted the low blood pressure of 60/42mm hg immediately after the index procedure.

Event description:
Same case as MFR report #: 2134265-2010-05310. Carotid wallstent / filterwire ez (B)(6) study. It was reported that following a carotid artery stenting treatment procedure the patient experienced hypotension. The index procedure treated the left common carotid / internal carotid artery with placement of a filterwire ez and a 8.0x21mm carotid wallstent. Following the procedure the patient experienced low blood pressure. The patient was treated with medication and the event was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)